Event description:
Boston scientific received information that during the device replacement procedure, when the chronic, competitive right ventricular (rv) defibrillation lead was connected to this cardiac resynchronization therapy defibrillator (crt-d), the shock impedance measurements were greater than 200 ohms. The connections were checked several times and the connections were confirmed to be correct. It was noted that the shock impedance on the svc coil was already out-of-range with the explanted competitive device, while the rv coil shock impedance was 80 ohms. The pocket was irrigated with saline to ensure proper contact and the electronic equipment was disconnected from the patient to avoid any potential electromagnetic interference (emi), but this did not resolve the issue. The physician elected to close the patient and perform further testing the following day. A boston scientific technical services consultant reviewed the device data and discussed that the out-of-range shock impedance was due to a connection issue or a lead fracture, and that further invasive investigation would be needed to resolve the problem. It was also noted during the procedure that the physician had difficulty obtaining appropriate pacing capture threshold and impedance measurements on the left ventricular (lv) lead. Technical services provided troubleshooting, including confirming connections and testing in all possible vectors; the final configuration was lv tip to can, with 700 ohms impedance and good capture. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device and associated leads remain in service. This investigation will be updated should further information be provided.